Manufacturer narrative:
The device history records and inspection records were reviewed and no similar concerns were found. A review of returned product from the customer was performed. Visual inspection showed that the catheter hub had been partially cut and subsequent forces caused the catheter to fully break. The exact root cause is unable to be determined with confidence, but the issue is most likely due to an event within the user environment. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
Patient (B)(6) weeks old, female, (B)(6) kg. When the peripherally inserted central catheter (PICC) line was installed, the nurse reported that the tubing separated. Looks like it split in half. PICC line for administering meds.